Manufacturer narrative:
Evaluation conclusion. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device was returned unrepaired per customer request.